Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tjag, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that it was noticed during s stage 2 implant procedure to implant the implantable neurostimulator (ins) system it was observed that the tip of the lead component was broken (at electrode 3). The lead could not be inserted into the ins and was unable to be used. The lead was then replaced. No diagnostics or troubleshooting was performed in the event. Also, there were no patient symptoms or complications associated with the event issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent.